Manufacturer narrative:
Due to the presence of corrosion, the pod was leak tested revealing an internal leak coming from a tear in the unexposed portion of the soft cannula. This internal leak can be confirmed as the cause of the observed corrosion and data loss, however it could not conclusively be determined if it contributed to the reported hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone17.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation.

Manufacturer narrative:
Correction to investigation conclusion: the device was received deployed with evidence of fluid and corrosion on the printed circuit board (pcb) and bottom battery. Battery voltages were lower than expected due to this corrosion. The observed fluid and corrosion also resulted in all attempts at retrieving data to be unsuccessful and all data was lost. Without data, it could not be confirmed if an alarm was present or not. Due to the presence of corrosion, the pod was leak tested revealing an internal leak coming from a tear in the unexposed portion of the soft cannula. This internal leak can be confirmed as the cause of the observed corrosion and data loss, however it could not conclusively be determined if it contributed to the reported hazard alarm.